Event description:
Customer initially reports the tip broke in pt on first use from package. On (B)(6) 2014 customer reports doctor was performing a thyroidectomy when he manipulated the tip of the device under a blood vessel and it broke off. Tip easily retrieved, no harm done. Doctor felt no need for x-ray.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.